Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 07-jul-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1983516 of echo-hd-3-20-c was returned to cirl opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 17 may 2023. Proximal kink observed below the sheath extender needle removed from the device and proximal break observed just below the sheath extender mlla observed to be fractured sheath observed to be frayed/damaged at the location of the proximal kink below the sheath extender. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1983516 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has previously occurred with the current lot number c1983516 where in a separate complaint a possible root cause was attributed to the leur lock/mlla possibly getting damaged on attempting to attach the device to the scope onto which the leur lock is fitted. Based on the information available to date, these 02 events are unrelated there is no evidence to suggest that there are any manufacturing issues associated with lot number c1983516 . Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force potentially due to being over torqued on connection to the scope causing the leur lock to fracture. This would have resulted in the difficulty disconnecting the needle handle from the scope. Engineering input concluded that the proximal kink below the sheath extender, proximal needle break and damage to the sheath observed in the lab evaluation occurred likely as a result of the leur lock issue. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle luer lock was locked up the scope valve and couldn't move at all. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to excessive force potentially due to being over torqued on connection to the scope causing the leur lock to fracture. This would have resulted in the difficulty disconnecting the needle handle from the scope. Engineering input concluded that the proximal kink below the sheath extender, proximal needle break and damage to the sheath observed in the lab evaluation occurred likely as a result of the leur lock issue.

Manufacturer narrative:
PMA/510(k) # k210476 . Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The physician tried to puncture the mass at 1st session. But the needle luer lock was locked up the scope valve and couldn¿t move at all(couldn¿t release). On the way of releasing process, the needle sheath divided in two pieces. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Patient/event info - notes: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 2cm.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device.